Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and deviation from instruction for use (IFU) are unknown. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. Furthermore, the stain (foreign material) inside the light guide (lg) lens did not adhere to an outer surface of the scope, the material was not removed by reprocessing. Which is likely the humidity invaded the lg-lens which led to corrosion occurred by applied physical stress to distal end such as hitting and dropping and/or lg-lens glue peeled off by chemical stress such as chemical solutions used for the device. The event can be detected and prevented by following the IFU sections: IFU states that detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The event can be detected by following the IFU section: the instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: air/water cylinder has foreign objects; scope cylinder has no color; electric connector has corrosion; scope connector has corrosion; due to fray of knob wire, forceps skip or sway on the upper half of the endoscopic image; distal end has discoloration; nozzle has foreign objects; connecting tube has a wrinkle; distal end has residual liquid; adhesive around light guide lens has discoloration; due to annual inspection, parts must be replaced; and inside of light guide lens has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera ii duodenovideoscope for the annual inspection, without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign material exciting from the nozzle, imager had foreign material and adhesive separated. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.